Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that when the pencil was plugged into the generator, the cut function activated immediately. They pulled in a second generator and it did the same thing. There was no pt injury.